Event description:
Info was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The reporter stated the patient was ill and vomiting. Upon admit the patient's blood glucose was 1300 mg/dl. The pt was diagnosed with dka and dehydration. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.